Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was found to be fractured. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event could not be recreated but returned instrument confirms device fractured. Returned instrument exhibits signs of repeated use (nicked or gouged) and that the anterior section of the post feature has fractured off. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.